Manufacturer narrative:
The insulin pump received button error alarms and intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The device had a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.